Event description:
It was reported that the patient had a granuloma at the catheter tip. It was indicated that the catheter was revised due to the occlusion and the pump was replaced as it was 9 years old. It was noted that the patient had no symptoms or injury related to this event and recovered without sequela. The drug delivered via pump was dilaudid and another unknown drug.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly. Pump battery; normal battery depletion. Analysis of the catheter body portions segment two and three revealed dark residue occlusion in the dispensing holes. The catheter segment three was occluded but was able to break loose. The dark material may have been the cause of the occlusion. Analysis of the proximal portion of the catheter revealed no significant anomaly.

Manufacturer narrative:
Product ID neu_unknown_cath, lot # unknown, implanted: (B)(6) 1999, product type catheter; product ID 8709, lot # l62217, implanted: (B)(6) 1999, explanted: (B)(6) 2012, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.